Manufacturer narrative:
Product complaint #: (B)(4). Batch #: t5af8r. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60d cartridge not loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: please confirm that the colostomy was not performed due to the difficulties experienced was device. Yes. Before the procedure, there had been a possibility that the colostomy was performed, so that the performing colostomy was not related to the device. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Batch # t5af8r. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure on the large intestine, the jaws did not open after the firing. The device was removed from the target tissue with the jaws closed since the firing was fully completed. After that, the device was removed from the patient along with the trocar, and the manual override lever was used outside the patient to return the knife. Per surgeon, there was a leakage, but it was not related to echelon. The surgeon was thinking before this operation that it is possibility to have leakage and built the colostomy. It was because this operation was an emergency case and the patient was not taken the preoperative treatment. Finally, the patient had a colostomy, but he is stable. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.